Manufacturer narrative:
Button error alarm occurred due to corroded up and down arrow buttons on the keypad trace.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer attempted to program a bolus, but the buttons were not responding. Suddenly, the insulin pump delivered multiple boluses that she could not stop due to the button problem. The customer declined to take a replacement insulin pump at this time since she was thinking of upgrading. Nothing further was reported.